Manufacturer narrative:
This report is being supplemented to provide additional information based on customer culture test results, olympus third-party testing results, the device evaluation and the complaint investigation. Customers provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: < 150 cfus. Bacterial identification: klebsiella pneumoniae. Citrobacter koseri and providencia cettgeri. Olympus provided the following result of the culture test hygiene microbiological investigation (hmi) results, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: distal end surface. Cfu: <1. Bacterial identification: unspecified. Sampling date: (B)(6) 2025. Sampling from: air/water channel. Cfu: <1. Bacterial identification: unspecified. Sampling date: (B)(6) 2025. Sampling from: auxiliary channel. Cfu: <1. Bacterial identification: unspecified. Sampling date: (B)(6) 2025. Sampling from: instrument channel. Cfu: 10. Bacterial identification: peribacillus simplex, rossellomorea species. Sampling date: (B)(6) 2025. Sampling from: suction channel. Cfu: 1. Bacterial identification: peribacillus species. The device was returned to olympus for inspection. The device was evaluated where olympus confirmed white foreign material was present within the air/water (cylinder) tube and air/water tube. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the root cause cannot be identified. A definitive root cause cannot be determined. The hygiene microbiological investigation (hmi) results obtained comply with the target level and results are conform to the olympus hygiene microbiological investigation (hmi) recommendation. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Customer provided culture test results. Refer to h11 for the information.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.